Event description:
It was reported that patient experienced infection. Patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) . All components were explanted and a new spectra penile prosthesis (spp) was implanted. No information about the patient outcome is available at the moment. Should additional information be provided, a supplemental report will be submitted.